Event description:
Patient was undergoing treatment for embolectomy in the ic. An attempt to aspirate clot with psc054 and separator was tried, but failed. Aspiration was then tried with psc032 and separator, but also failed. Angiography was done and showed occlusion in the proximal m1 with no signs of carotid-cavernous fistula (ccf) at this time. Merci 2.5 firm v series retriever was then used to recanalize m1. Tici score of 2a was achieved, however, angiography revealed a ccf in the posterior branches of m2. The ccf was not visible in an MRI image one day postoperative. Two days postop the patient died of brain hernia due to worsening cerebral infarction. Physician comment: this event was likely due to the merci 2.5 firm retriever, because the ccf was observed immediately after use of the merci retriever. However, it might be possible that the penumbra system caused this event since it was also used in the patient.

Manufacturer narrative:
Conclusion: vessel perforations are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00216, 3005168196-2013-00218, and 3005168196-2013-00219. Hospital disposed of devices.